Manufacturer narrative:
An event of cardiac arrest, heart failure and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient was in critical condition from the start of the procedure. The device could not be implanted due to insufficient tissue support. Also indicated that the cause of death was believed to be related to the patient's co-morbidities. Based on the information received, the cause of the reported cardiac arrest and death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 16 mm amplatzer muscular vsd occluder was chosen for a post-infarction ventricular defect closure procedure. The patient was hemodynamically unstable from the start of the procedure. The device could not be implanted due to insufficient tissue support. During the intervention, an attempt was made to position the device; however, it could not be deployed because the tissue lacked adequate structural support. The patient suffered cardiac arrest during the procedure. Given the progressive heart failure and clinical instability, the decision was made to abort the procedure. Despite resuscitation efforts, the patient died. The cause of death was cardiac arrest.

Event description:
It was reported that on (B)(6) 2026, a 16mm amplatzer muscular vsd occluder was chosen for a post-infarction ventricular defect closure procedure. The patient was hemodynamically unstable from the start of the procedure. The device could not be implanted due to insufficient tissue support. During the intervention, an attempt was made to position the device; however, it could not be deployed because the tissue lacked adequate structural support. The patient suffered cardiac arrest during the procedure. Given the progressive heart failure and clinical instability, the decision was made to abort the procedure. Despite resuscitation efforts, the patient died. The cause of death was cardiac arrest.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.